Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure on (B)(6), 2011. The patient was reported to be a male, over 18 years of age, weighing (B)(6). According to the complainant, the attending physician was facilitating through tortuous anatomy and tried to pull the stone out with a zero-tip nitinol retrieval basket. The basket got caught and the doctor had to disengage the basket, thus not allowing for the basket to be released from the stone. The doctor then cut the basket at the hub outside the urethral meatus of the patient but was still unable to release the wires of the basket off of the stone. The doctor then placed a stent and left the basket inside the patient to retreat in the next 5-7 days when the patient was more dilated. The procedure was not completed due to this event at that time. Further medical intervention was necessary and the patient remained hospitalized. A follow up surgery took place on (B)(6), 2011. Upon finding the device in the ureter, the basket was removed with no further difficulty. The patient had no further complications and is doing fine.